Event description:
Neoblu blanket phototherapy had a reading of 17.4 at 6:30 am. Two hours after it registered at 2.2. Metal connector (tubing to unit) was extremely hot to the touch. Per hospital, this is under investigation. Hospital received a replacement unit.